Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the device contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a thoracic spine posterolateral fusion using rhbmp 2/acs wrapped around local bone and/or cancellous chips. The patient later complained of increasing pain and swelling in the back near the implantation site. A surgical intervention was performed to irrigate and drain the fluid which had collected beneath the paraspinal muscles across the three levels. The fluid was described as yellowish-clear. Post-intervention, the patient has reportedly recovered well, and the pain and swelling have resolved.